Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported via device tracking form, left-side capsular contracture baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, in the device. Wear abrasion observed, in the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, via device tracking form. Left-side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii.

Manufacturer narrative:
Cont. A.4.- 180.8 lbs.